Event description:
It is reported that while preparing the tibial plateau, the cannulated screwdriver tip broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.